Event description:
It was reported that a transfer set became disconnected from the patient line during initial drain of peritoneal dialysis therapy. The patient received a replacement transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. However, a batch review was conducted and there were no deviations found related to the reported problem during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.